Event description:
It was reported that during a follow up in clinic, post sensed t-wave oversensing (pstwos) was noted on the device. Abbott technical support was contacted and the pstwos was suspected to be due to premature ventricular contractions. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.